Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise and oversensing that resulted in inappropriate atrial tachy response (atr) mode switches. Pacing impedance measurements were noted to be stable and within normal limits. Boston scientific technical services (ts) reviewed the episodes and noted that the noise appeared consistent with oversensing related to the respiratory rate trend (rrt). Rrt was programmed off and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.